Event description:
It was reported the patient had the device implanted after a botched prostate process. The patient had previously had bladder tumors. The patient would have difficulty doing anything without a catheter. The patient had a urethral mass procedure and could not stop urinating. The patient had no difficulties until the procedure. The patient¿s device did not work, but had worked well. The patient had tried turning stimulation off and on again and adjusting stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# va0ewzj, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).